Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of stoppers pop off of tubes during centrifugation. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper pop off could not be confirmed. Additionally, retention samples from bd inventory were evaluated for stopper pop off/loose closures and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop-off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of stoppers pop off of tubes during centrifugation. There was no health impact or consequences reported.